Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter was selected for use. The patient index procedure was completed without complication. In the postoperative period, the patient developed altered mental status characterized by lethargy, intermittent obtundation, left sided weakness and hypoxia. A code stroke was activated the subsequent evaluation was unremarkable. The patient was treated with furosemide, albuterol nebulization, and ondansetron. Diagnostic testing including echocardiogram, chest x ray, EKG and computed tomography scan was also performed and demonstrated no abnormalities. No hospitalization was required. The patient was discharged. The physician noted suspected cause was a delayed recovery from anesthesia. Furthermore, it was reported that the patient presented to primary care on (B)(6) 2026 with mild chest pain since day of procedure. Both the x ray and laboratory tests were unremarkable.